Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: there is no known lot number, therefore a manufacturing record evaluation (mre) cannot be completed. If a lot number becomes known the mre will be completed. The product was returned to depuy synthes customer quality (cq)) for evaluation. The depuy synthes cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cranial-scr plusdrive ø1.6 self-drill l4 was broken near the head of the screw, and broken off piece was not returned. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the cranial-scr plusdrive ø1.6 self-drill l4 was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the cranial-scr plusdrive ø1.6 self-drill l4 was observed to be broken. While no definitive root cause could be determined, it is probable that the cranial-scr plusdrive ø1.6 self-drill l4 was broken due to unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review: the current drawings were reviewed as part of the investigation. There is no known lot number for this part, therefore the date of manufacture is unknown. However, the returned part conforms to the current drawing, so no other drawings were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a skull fixation surgery on (B)(6) 2021, the screw was broken during insertion. A second screw was used, and the same thing occurred. All pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for a ti low profile neuro screw self-drilling 4mm. This is report 1 of 2 for (B)(4).